Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system would not load a patient scan from a universal serial bus (usb) device, with the scan stalling at 0% for approximately five minutes, even when using the super speed usb port. Attempts to use other usb ports produced the same result. Deleting older scans to clear disk space did not resolve the issue. The same usb was tested on a different system, and the scan loaded immediately without issue. There was no patient involved. During additional troubleshooting, the manufacturer representative (rep) confirmed that all universal serial bus (usb) ports on the system function as intended. The rep successfully exported exams to her usb on all ports. The patient exam that was called in originally for this case was on another system at the time of call. The rep exported the exam off the other navigation system and onto this system, but found that the exam was missing slices with irregular spacing and thickness. The exam showed no such messages on the 'good' navigation. The rep exported another random exam off the 'good' navigation system that had no warning messages and uploaded it onto this system. Again, the exam showed irregular spacing and thickness on this system. The rep confirmed that the "include original dicom image" was toggled on with both exports. Reinstalling the software helped resolve the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A09 was coded for the system would not load a patient scan from a universal serial bus (usb) device. A13 was coded for the exam was missing slices with irregular spacing and thickness. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior since logs would not be helpful after uninstallation. Codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.